Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hemorrhage during the dbs system implant procedure. Reportedly, when the physician placed the lead, the patient began to hemorrhage. The patient became aphasic, the physician locked the lead in place and the patient was sent for a CT scan. The physician believed a cortical vessel might have been cut. In addition, the patient was unable to speak and continues to have scans taken to monitor the hemorrhage.

Event description:
Follow up information received identified the issue has mainly resolved. The patient was reportedly getting better.

Event description:
Additional follow up information received identified the patient's dbs system was effectively providing therapy. In addition, the patient was no longer in the hospital. The patient's speech was reportedly still impaired but improving.